Event description:
A pump with a failure code 810:04. The failure code occurred during patient use, however, it is not known during what step of the process the failure code occurred. There was no patient injury or medical intervention necessary.